Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was able to press the green button, but the device was not able to fire and its handle could not be squeezed by the surgeon.